Event description:
The customer reported, that when cleaning with the endoscope reprocessor and connecting tube, cleaning was performed without attaching the connector on the endoscope side of the cleaning/connecting tube (the mouth of the tube that connected to the forceps mouth). The customer had inquired about how much aceside and detergent remained around the forceps opening and in the channel. The customer further stated that they knew the scope was not disinfected. They didn't know how long cleaning had been done like this or what type of scope was cleaned. It was unknown if any patient's had been infected. The site had recent changes in staff and the customer suspected this may have resulted in the insufficient cleaning. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The scopes, endoscope reprocessors, and cleaning tubes involved in the event were unknown. Reports are being submitted on all scopes, endoscope reprocessors, and cleaning tubes at the site. Please refer to the following reports: patient identifier of (B)(6) is related to model number: oer-5, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: oer-5, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: oer-5, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: maj-1500, lot number: na patient identifier of (B)(6) is related to model number: maj-1500, lot number: na patient identifier of (B)(6) is related to model number: maj-1500, lot number: na patient identifier of (B)(6) is related to model number: maj-1500, lot number: na patient identifier of (B)(6) is related to model number: maj-1500, lot number: na patient identifier of (B)(6) is related to model number: maj-1500, lot number: na patient identifier of (B)(6)is related to model number: jf-260v, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: jf-240, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-xq260, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-xp290n, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-xp290n, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-xp290n, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-xp260n, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-q260j, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-q260, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-hq290, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-h290z, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-h290, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-h290, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-h290, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-h290, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-1200n, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: cf-hq290i, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: cf-hq290i, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: cf-hq290i, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: cf-h260ai, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: pcf-h290zi, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: pcf-h290i, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: pcf-h290i, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: pcf-h290i, serial number: (B)(4). This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h3. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the incorrect reprocessing occurred due to staff changes and the customer not following the instructions for use. The final root cause of this event was unable to be identified. The event can be detected and prevented by following the instructions for use which state: ¿chapter 8 operation¿ for maj-1500 for operations other than connecting and disconnecting the connecting tube, refer to the instruction manual for the endoscope reprocessor. For operations of other connecting tubes that may be required for cleaning and high-level disinfecting the endoscopes, refer to the instruction manual for the respective tubes. Be sure to connect the connecting tube properly. If the connecting tube is connected incorrectly, you may observe excessive fluid at the lid and/or it may reduce the effectiveness of the cleaning and disinfection of the endoscope.¿ olympus will continue to monitor field performance for this device.